Event description:
Hospice rn called to let me know that pt had problem with their morphine cassette. Pt stated that the tubing broke on his cassette on (B)(6) 2011. He was walking down the hall to use the restroom. When he came back, he noticed that the tubing was hanging from his arm. He had another cassette and went into the local fire department for help hooking up the new cassette. The break was close to the PICC lumens and he does not use extensions, which explains why he went to the fire department for help. It takes 45 mins for hospice to travel to his house. I have not seen the cadd ext set 60" w/0.2 micron filter yet, but the break looks clean except for one edge according to rn and our representative who picked it up. Still waiting for it to arrive at our facility. I cannot be sure of the exact lot # as we go through a lot of this tubing per week (possible lot 41x279 exp 2016-07). We have had another cadd set (not the exact same kind) also break. Opening second report. Dates of use: (B)(6) 2011.